Manufacturer narrative:
(B)(4)

Event description:
This lv lead was explanted after an attempted revision for dislodgement. During the revision procedure it was noted that the patient was completely occluded. No additional adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.